Event description:
Per dealer, not shifting. Per independent repair statement, the unit was alarming or red light. The key failure was the 4 way valve not shifting. Additional malfunctions were the o-ring leak, the pm kit was dirty, and the hose clamps leaked.